Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the cell-dyn sapphire analyzer generated wbc results of around 200/ul on 5 samples that were actually in the normal range. No data was provided. There was no report of impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the motor xy assembly (part 8921076101) and peristaltic pump (91485-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.